Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.